Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was picked up from bed from under the armpits at the nursing home and felt a shocking/"zapping" sensation at the ins pocket. Ts reviewed possible causes due to pressure being applied to the ins and extensions when the patient was lifted. Per conversation and previous notes, the shock didn't appear to be all the time, only when being lifted. The caller said the patient mentioned during their conference with the doctor that the wires in their neck used to feel loose, but now they felt super tight when moving their head/neck. The doctor tried to interrogate the ins when discussing the patient's issues, but the device couldn't connect due to an error 602, "incompatibility found." See (B)(4) for the report on the communication issue with the ins. Additional information received from the manufacturer¿s representative (rep) on 2023-05-08 reported the shocking sensation happened once. The cause of the shocking sensation wasn¿t determined. Attempts were made to connect with the implant, but it could not be accessed, so they scheduled an appointment for (B)(6).